Event description:
It was reported that shaft break occurred. A 2.0 mm x 60 mm x 150 cm coyote balloon catheter was selected for use; however, the balloon catheter split. No patient complications were reported.